Manufacturer narrative:
Mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent a primary breast augmentation surgery with 400cc mentor memorygel breast implants. Post-operatively, the patient experienced a capsular bulge on her left breast. Magnetic resonance imaging confirmed a rupture of her left prosthesis. It was also reported that the patient experienced bilateral device migration. As a result, the patient underwent removal and replacement with a 355cc mentor memorygel xtra breast implant on (B)(6), 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-07437 for the contralateral event.